Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the helix did not extend after multiple repositioning attempts. It is no longer possible to feed the stylet into it. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.